Event description:
A 2.5mm diameter x 12mm length micro driver rx coronary stent system was inserted into a patient for treatment of an lad lesion. Vessel and lesion morphology was reported as moderate tortuosity and moderate calcification with 99% stenosis. It was reported that the stent was deployed successfully. It was reported that three days post stent implant that in-stent restenosis occurred. The occlusion was treated with poba successfully. No add'l clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Conclusions - moderate tortuosity and moderate calcification with 99% stenosis, lack of info, no films received.